Event description:
It was reported that the device was used during a gyn procedure. On first firing, the device cut and some staples were present, but no staples formed. Another device was used to complete the case. There was no patient consequences.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.